Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1076 mg/dl with an unspecified level of ketones. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on 9/10/2025, with no permanent damage and the issue resolved. The customer reverted to manual injections and ultimately addressed the issue by loading a new cartridge onto the pump, and resumed insulin delivery.